Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance (pm)done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had failed in helium leak test. There was no patient involvement. Fse evaluated the unit and resolved the issue by replacing helium reservoir . Fse then completed full pm and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. Defective part is sent back and there was no tracking number or RMA number available.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10.

Event description:
N/a

Manufacturer narrative:
Corrected field: d1, d4(version or model, catalog, unique identifier (UDI)). The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint helium reservoir assy, this part was received with a reported unit failure message of helium performance leak test failed. Performed visual inspection of this part received and found out check valve (cv1) broken. Please see attached picture of broken check valve. Due to broken check valve on helium reservoir, the fat dept. Cannot be investigated further this part with cardiosave test fixture. This probably cause of performance leak test fails. Retaining helium reservoir assy. In the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed helium performance leak test. There was no patient involvement reported.